Manufacturer narrative:
Report number: 1038671-2023-00633, 1038671-2025-00403 d10 concomitants: 3994035 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00633, 1038671-2025-00403. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per information received by the legal department, the patient had an initial right knee replacement on (B)(6) 2015. Approximately 6 years and 9 months after first replace the patient had a revision on (B)(6) 2022. Patient experienced osteolysis, pain and failure of implant. Severe poly wear along the medial and lateral surface with a broken portion of the ps post tip as well. Grossly loose femoral and tibial implants - removed easily with minimal bone loss. Massive distal femoral medial and lateral condyle bone loss - medial condyle was so damaged there was a fracture present that required two screw fixation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revised to another company's devices. Patient sent to pacu in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.